Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that this valve model 8300ab21 was explanted from the aortic position after an implant duration of four (5) years and seven (7) months for unknown reason. A valve model 2800tfx25 was implanted in replacement. No other information could be obtained from the hospital.

Manufacturer narrative:
The subject device is not available for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional narrative. The device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. There are many factors that could result in the need to replace a valve, the most common of which are regurgitation or stenosis caused by pannus and/or calcification (svd), paravalvular leak or valve endocarditis. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically replaced because they are not functioning optimally. In this case, the valve was explanted and replaced but no information was provided. Without additional information or valve evaluation, the root cause for the event of this valve could not be conclusively determined.